Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized for low blood glucose levels. When the customer was found, he was in a coma and had a blood glucose reading of 7 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump also passed the displacement test. The customer did mention that the insulin pump was exposed to an MRI scan seven months earlier, but he did not have any problems. Nothing further was reported.